Event description:
Per email notification. One of remodeling cadd cassettes alarming "no disposable clamp tubing" and steady beeping when placed on stopped pump unresolved. Resolved with cassette change. No further details provided. No injury.